Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during removal of the retriever (subject device) from the m1 m2 (middle cerebral artery) vessel, there was a dissection of the vessel caused by the retriever. The physician monitored the patient post procedure for extensive bleeding and none was noted. The clot was removed and there was no further treatment required. No further information is available.

Event description:
It was reported that during removal of the retriever(subject device) from the m1 m2 (middle cerebral artery) vessel, there was a dissection of the vessel caused by the retriever. The physician monitored the patient post procedure for extensive bleeding and none was noted. The clot was removed and there was no further treatment required. No further information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.